Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. Communication with the device could not be established. Device replacement was planned but not scheduled.